Event description:
When the rota console was turned on, it powered up in dynaglide mode, which is very common. We were able to initially turn off dynaglide to set the rpm (to 165,000) before we put the burr into the guide. We were not able to advance the burr around the distal end/tip of the guide, so we re-enabled dynaglide to "burp" the burr to the end of the guide. Rota burr device was in the artery idle, device was stuck in reverse mode, vendor tried to troubleshoot but was unable to correct. Procedure was aborted. Patient status declined at that time, coded, taken for emergency coronary bypass surgery.